Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The customer's daughter complained of discrepant inr results from coaguchek xs meter serial number (B)(4) compared to the laboratory results. On (B)(6) 2018 the result from the meter was 1.3 inr and the result from the laboratory was 3.4 inr. On (B)(6) 018 the result from the meter was 1.6 inr and the result from the laboratory was 5.2 inr. On (B)(6) 2018 the result from the meter was 8.0 inr and the result from the laboratory was 4.7 inr. There was no allegation of an adverse event. The customer's therapeutic range was 2.0 - 3.0 inr. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field - correction/removal report no. Relevant retention test strips (lot 297790) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer returned the meter and strips for investigation. The returned test strips and returned meter were measured with a quality control of a high level. Testing results: qc 1: 3.1 inr. Qc 2: 3.2 inr. Qc 3: 3.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.